Event description:
It was reported that the patient presented in the emergency room due to unrelated matter. Device interrogation revealed low out-of-range defibrillation impedance on the right ventricular (rv) lead. Fracture was noted on the rv lead. On (B)(6) 2026, the physician elected to cap and replace the rv lead. The patient's condition remained stable.

Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.